Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was discussed with boston scientific technical services. At this time, the products remain in service. No adverse patient effects were reported.